Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - release to warehouse date: 29may2009. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during an unknown surgical procedure where a tensioning was required, the cable was not able to be separated from the cable tensioner. There was reportedly no prolongation of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a visual inspection of synthes tensioner found no cable present within the device. The returned device passed functional inspection with measurements meeting specifications (38.4, 40.6, and 38.8 kg). A device history record review was conducted with no issues discovered. Further investigation will not be performed at this time as the risk associated with this occurrence is low. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.